Event description:
Patient was scheduled and consented for a left total knee arthroplasty. A right femoral component was placed instead of the correct left femoral component. This was discovered on x-ray in pacu. Patient was allowed to wake up and physician discussed risks and benefits of leaving the left component in place or returning to surgery to have the right side component placed. The patient elected to return to surgery and have the implant replaced. The patient recovered well from the two procedures and discharged home the following day.